Manufacturer narrative:
It is likely that the newly discovered leaking cartridges were also at least partially to blame for these reported blood glucose excursions. The cartridges that were used during this incident were not returned to animas. If the product is returned, an evaluation shall be completed and a supplement report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced intermittent blood glucose excursions for about one week. A family member reported that the blood glucose was >600 mg/dl with moderate to large ketones on three occasions; the pt experienced nausea and vomiting during this time period. She stated that the pt has celiac disease with related stomach issues for the past wo weeks. The family member stated that the blood glucose responded to corrections given by syringe. She reviewed the pump and supplies with customer support with the following results. There were no issues with infusion sets or sites; removed cannulas have not been kinked or bent. There were no associated alarms in the pump history. The pump was not suspended. The pump settings and delivery history are correct and accurate. The insulin is new and clear. The pump was primed and an air bolus was delivered appropriately. No air was reported in the tubing or cartridge and no leakage was noted. At the time of the complaint, no malfunction or defect was discovered. On the next day, the family member reported that a cartridge was leaking insulin from the plunger end of the cartridge.